Manufacturer narrative:
Additional information: update to executive summary. An event regarding disassociation involving a metal head was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: on (B)(6) 2019 a revision of the left anterior total hip arthroplasty was performed for a pre- and post-operative diagnosis of ¿failed left total hip arthroplasty¿. The operative report describes general anesthesia and an anterior approach. The findings note, ¿gross trunnion wear, extensive metalosis and poly wear¿. The operative report states, ¿¿ had no problems until he woke up with pain and unable to ambulate ¿ well-fixed and wellpositioned femoral and acetabular components ¿ ball disassociated from trunnion... No x-rays demonstrating disassociation of the femoral head and trunnion deformity are available for review. No examination of the explanted components and no surgical histopathology confirming metalosis or altr are available. Based upon the information available for review, no determination can be made for the cause of the disassociation and trunnion deformity described in the event and revision surgery operative report, which occurred after eleven years and three months post primary total hip arthroplasty. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient's daughter called stating her father had a left hip revision due to a dislocation. Update 10 september, 2019: medical review noted from an operative report on (B)(6) 2019 "a revision of the left anterior total hip arthroplasty was performed for a pre- and post-operative diagnosis of ¿failed left total hip arthroplasty¿. The operative report describes general anesthesia and an anterior approach. The findings note, ¿gross trunnion wear, extensive metalosis and poly wear¿. The operative report states, ¿¿ had no problems until he woke up with pain and unable to ambulate ¿ well-fixed and wellpositioned femoral and acetabular components ¿ ball disassociated from trunnion ¿ this operative report also notes that "intraoperatively an anterior cortical fracture was noted and treated with a 1.8mm cable. Otherwise, uncomplicated surgery was described." The medical review concluded the following: no x-rays demonstrating disassociation of the femoral head and trunnion deformity are available for review. No examination of the explanted components and no surgical histopathology confirming metalosis or altr are available. Based upon the information available for review, no determination can be made for the cause of the disassociation and trunnion deformity described in the event and revision surgery operative report, which occurred after eleven years and three months post primary total hip arthroplasty. Update: as per patient's daughter, father could not put any wearing bearing on his hip and could not walk. Patient was transferred to emergency room and they couldn't determine what was wrong with the patient, the patient was then transferred to another hospital and he was told that he needed surgery. After the surgery, the surgeon stated they had to do a revision because there was a problem with the implants. Patient's daughter stated that they were told her fathers implant were part of recall.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient's daughter called stating her father had a left hip revision due to a dislocation.